Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level experienced was within 54-500mg/dl range. An infusion set site change was performed to address the occlusion.